Event description:
Device issue: none. Adverse event: tia requiring intervention. Onset of adverse event: post procedure. It was reported that approximately one hour post xact stenting procedure in the left internal carotid artery, the patient was unable to move the right hand. The patient was given thrombolytic treatment. The patient's condition quickly improved to mild weakness in the right upper extremity and resolved the same day. CT scan of the head and ultrasound were negative. The patient was discharged home on (B) (6) 2010. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). Transient ischemic attack (tia) may occur during this type of procedure and is listed in the instructions for use (IFU). Tia is a known potential adverse event associated with the use of the product. There was no device malfunction reported that could have contributed to the event. A definitive cause for the reported patient adverse effect and the relationship to the product, if any, cannot be determined; however, there was no indication of any product deficiencies which could have contributed to the outcome of the procedure.